Event description:
It was reported that the patient sought medical treatment due to hyperglycemia. The patient's blood glucose level reached 18 mmol/l (324 mg/dl). The patient's nurse reported that the patient was receiving communication errors with multiple pods and after this pod failed to connect at activation the patient went to see a doctor. The nurse stated they gave the patient a manual injection using an insulin pen and assisted in placing and activating a new pod. The patient was still at the hospital at the time of reporting.

Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. We are unable to determine if any product condition could have contributed to the reported adverse event and hyperglycemia. Lot release records were reviewed, and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including communicating with the pdm, deployment, delivering fluid, occlusion detection, and freedom from hazard alarms. Locked down smartphone: lockdown omnipod software app version: 3.1.5-p001 operating system: n5004l-am-q-mv01602-06-01.06 hardware: n5004l cgm sensor type: g6. Please note, the device identifiers are captured as reported by the complainant and may not align with the device configuration reported in this section as this data is pulled from our cloud based on the reported date of event.